Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display mounting arm was tightened, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported display mounting was loose causing the display to tilt forward. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no risk of the display falling. Total energy for a tipping/droping display is estimated to be less than 20 joules and is not likely to result in a death or serious injury. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit continures to ventilate and alarms remain functional. Additional information was received that there was no risk of the display falling. Total energy for a tipping/droping display is estimated to be less than 20 joules and is not likely to result in a death or serious injury. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit continures to ventilate and alarms remain functional.